Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information from a nurse in the USA of peritonitis in a patient coincident with dianeal ambuflex and extraneal viaflex therapy for peritoneal dialysis (pd). Therapy with the dianeal ambuflex and extraneal viaflex was ongoing. During a call with the baxter customer service, the following information was provided. On (B)(6) 2012, the patient developed peritonitis and was hospitalized for the event. The cause of the peritonitis was unknown. On (B)(6) 2012, the patient was discharged from the hospital. Treatment information was not reported. On an unreported date, the patient recovered from the event of peritonitis. Per the nurse, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11h09050 and h11k01037 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified.